Manufacturer narrative:
Additional information: the esheath was discarded by the site and was not available for evaluation. Without the device return, visual inspection, functional testing and dimensional analysis were unable to be completed. DHR review was performed on the work orders most relevant to this event. None of the work orders revealed any manufacturing issues that could have contributed to this event. No deficiencies with the IFU or training manual were identified. During the manufacturing process, the esheath undergoes multiple 100% manufacturing and quality inspections. Product verification (pv) testing was also performed for each lot. During pv, the peak push force required to expand the sheath is recorded. The pv testing performed on this lot met specification. These inspections make it unlikely that a manufacturing non-conformance contributed to the reported event. In this case, the complaint of the ¿sheath shaft ¿ resistance with delivery system¿ could not be confirmed as the device was not returned for evaluation; however, DHR review, complaint history analysis and review of manufacturing mitigations did not reveal any indications that a manufacturing non-conformance was the source of the complaint. A definite root cause could not be identified. Patient factors (calcification, tortuosity, mld) could have created a difficult pathway to expand the esheath. This could have contributed to the reported resistance while advancing the valve and delivery system. No labeling or IFU inadequacies were identified. Review of complaint history revealed that the occurrence rate does not exceed the (B)(6) 2016 control limits for this trend category. No corrective or preventative action is required at this time.

Manufacturer narrative:
(B)(4). According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. The minimum required vessel diameter for a 16fr esheath is 6.0mm. The patient¿s access vessel mld measured 6.0mm x 6.2mm with mild calcification and mild tortuosity reported. In this case, the exact cause of the vessel dissections cannot be confirmed. Procedural factors (manipulation of the devices), in addition to patient factors (borderline access vessel mld, mild calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during a tavr procedure, upon the removal of a 16fr. Esheath, a localized dissection between the external iliac artery (eia) and the common iliac artery (cia) and a dissection in the descending aorta were found. During the procedure, a 16fr esheath was inserted without resistance. While advancing a novaflex+ delivery system and 20mm sapien xt valve, the delivery system "got stuck" in the eia. Although the delivery system was pushed with significant force, it could not be advanced and movement of the entire access vessel was observed. A 6mm balloon dilatation catheter was inserted via the contralateral side and inflated distal to the delivery system in the esheath, but the delivery system did not move. All devices, delivery system, valve and sheath, were removed. A second attempt was then made with a new sheath, valve and delivery system. The second delivery system and valve could be advanced further than the initial delivery system, but the second delivery system also became stuck in the cia. A 3mm coronary artery balloon was inserted via the contralateral side and was inflated between the esheath and the vessel wall. The sapien xt valve was able to be slightly moved. The valve was still positioned within the esheath and the sheath and valve were advanced together. The sapien xt valve was finally positioned and implanted without difficulty. Post valve deployment, a localized dissection was noted between the eia and cia and treated with plain old balloon angioplasty (poba). A second dissection was also noted in the descending aorta, around the level of the esheath tip. After a observing the dissection for a short time, it was determined that the dissection did not extend further; therefore, no intervention was performed and the procedure was completed. The access vessel minimum luminal diameter (mld) measured 6.0mm x 6.2mm with mild calcification and mild tortuosity reported. It was perceived that the resistance encountered during the insertion of the delivery systems may have caused the eia dissection. Although care was taken while advancing the devices, it was speculated that the descending aorta dissection may have occurred when the second esheath and valve were being advanced together.